Event description:
Customer was getting low results, like 3.9 and 4.0. She ate some fruit because she was so low. She didn't realize that her meter was reading in mmol/l. Her meter was changed back to mg/dl.